Event description:
The pt had a dye study done and the catheter was not aspirated before administering the dye. The pt experienced an overdose and was hospitalized. The pt stabilized and will be discharged to home. A follow up report will be sent when add'l info is rec'd.